Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure, the device was being activated in the advanced hemostasis mode across the ovarian pedicle, the att kicked in. The surgeon was advised to apply tension to complete the transection and he continued to activate for a bit longer until it transected naturally. I could smell burning and asked to look at the jaws once they had been cleaned and noticed the tissue pad had come away from the jaw. No patient consequences reported. Procedure was completed with same like device. Procedure was prolonged by two minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a small portion was not returned, not the entire tissue pad. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Prolonged usage of advanced hemostasis mode may cause tissue pad damage.